Event description:
On (B) (6) 2007, it was reported that the patient fell. X-ray identified a lead dislodgement. The lead was later removed due to infection.

Manufacturer narrative:
The field experience was confirmed. A partial lead was returned in two pieces. Analysis of the lead revealed insulation abrasion at 43.5 cm from the helix, exposing the proximal cables. When disassembling the is-1 proximal cable and inspecting the inner insulation, it was also found to be abraded and melted. The abrasion is consistent with that produced by friction with the ICD can.